Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was over 400 mg/dl with trace ketones. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed.